Event description:
The customer reports the device cannot run an ops check and the unit is not functional. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports the device cannot run an ops check and the unit is not functional. There was no reported pt involvement. Philips field service engineer evaluated the device at the site and confirmed the device displayed an x, service required message and had a charge shock malfunction. The therapy pca was replaced to resolve the condition. The device passed all performance assurance tests and was put back into service.